Event description:
The customer alleges that a staff member, female, (B)(6), who has a known allergy (hypersensitivity) to latex, developed swelling of the throat, and difficulty breathing (dyspnea). She did not wear the gloves but other staff members were wearing these gloves around her. She took a benadryl before going to the hospital. The hospital did administer a medication but not through an IV. She was monitored and released.

Manufacturer narrative:
Additional catalog #: 1032712. Additional lot #: 1010348.